Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to a baxter sales representative of a simultaneous flow of both the primary and secondary solutions while running a piggyback setup . The product that had the deficiency was the continu-flo set and a secondary set was utilized. Two (2) unknown antibiotics were being administered. There was no patient injury or medical intervention necessary. No further information is available at this time.